Event description:
Patient is seeking legal action. A consulting surgeon's notes that the patient was revised one day after implantation due to dislocation. Additionally it was noted that the cup and liner implanted were not-compatible and although the stem implanted was a size 4, the femur was broached to a size 6. The patient experienced pain shortly after the implantation and first revision which led the surgeon to replace the patient's knee. However, review of the records by the consulting surgeon indicated that the patient's surgeon failed to consider the pain could have likely been secondary to loosening and subsidence of the femoral component and/or a leg length discrepancy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.